Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. The device was prepared properly and inserted into the right atrium. A non-boston scientific mapping catheter was used, and when removing the catheter, the physician had troubles with the aspiration and flushing of the sheath. It was decided to replace the sheath, and upon removal it was found a blood clot inside of the sheath. The patient was given heparin at therapeutic levels and the procedure was completed successfully. No patient complications were reported. The device is not expected to return as it was disposed.